Event description:
It is reported that the staff went to open package and inner packaging was broken. A different size was used.

Manufacturer narrative:
Evaluation summary: the returned package exhibits transit damage. The device was subject to a large impact which thrusts the device between the foam pouch folds and through the inner and outer cavities. The device was manufactured and packaged in 2000. In 2005, the package was re-designed to better contain the part and prevent it from causing damage to the package. Results and conclusions: device history records indicate, all components were manufactured, packaged and inspected to specification.